Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the manifold port was sheared off. There was no patient involvement as this occurred during setup. The product was not changed out. The surgery was successful.

Manufacturer narrative:
Terumo did not receive the device for investigation. A device from the same lot was evaluated; as well as, the device history record and revealed no anomalies. Most probable cause is damage during shipping and handling, post manufacturing. (B)(4). Method : a device from same lot of actual device involved in incident was evaluated. Photographic images. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.